Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during 2018. Serial#: unknown/not provided. Catalog#: a complete catalog # is unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI #: a complete UDI # is unknown as product serial number was not provided. If implanted; give date: unknown/not provided. If explanted; give date: n/a (not applicable). To date, the lens remains implanted. (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the unites states under (B)(4). The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number of the device was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a white dirt was noticed adhered to the optic of the pcb00v tecnis monofocal iol (intraocular lens). Reportedly, the white particle was of several millimeters in length and it was noticed once the lens was injected into the patient's eye. There was no patient injury, and the lens remains implanted. No additional information was provided.